Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 43 mg/dl due to basal rate settings too high. Customer attempted to self-treat by consuming carbohydrates; however was treated intravenously with fluids of saline and a heating pad at the ER. Customer was released from the ER the same day with no permanent damage. Tandem technical support guided the customer through correcting the basal rate to address the event.